Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5057908. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Blood control failed and made a mess. Additional follow-up 1 sent on 30-sep-2025. 1. Can you please provide an exact date of event in format mm-dd-yyyy? 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Customer response on 30-sep-2025. Thanks for reaching out. Unfortunately, I don't have any additional details since the staff who reported the issue did not come to me directly and didn't provide any further information. At this time, I'm unable to provide any specific details of the exact date of the issue. I did confirm with patient safety that no patient harm occurred.